Manufacturer narrative:
Investigation: flow issues: injector difficult to engage/disengage. No samples or pictures available. Two (2) retained samples of each lot have been evaluated. Visual inspection shows no defects. Luer lock threads of each sample are properly molded. One sample of each lot has been connected to a c50 and infusion bag: no issues found during connection (no disconnection, no leak occurred, no flow issues). The injectors were connected to a connector: no defects found. Inspections and tests: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. The distance between the rotation stops is measured at the beginning of the lot and after a machine stop: go/ no go gauge. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a calliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. Conclusion: no defects have been found in retained samples. No qn¿s or other events found in DHR review for the two claimed lots. The root cause was not found. Based on the low severity and frequency of the defect (according to ps-001) and acceptable results for retained samples and manufacturing process, it was determined that no CAPA is required.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1603012. Medical device expiration date: 2018-08-31. Device manufacture date: 2016-03-31. Medical device lot #: 1603013. Medical device expiration date: 2018-08-31. Device manufacture date: 2016-03-31. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 fell off of the tubing, during use. There was no report of injury or medical intervention.